Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported a capsular tear during an intraocular lens (iol) implant procedure. Additional information was requested.

Manufacturer narrative:
The customer reported the patient moved during the procedure. The lens did not cause or contribute to the reported event, therefore this event is not reportable. No FDA report required. (B)(4).

Event description:
Additional information received from surgeon indicated the lens did not contribute to the event. The patient moved during surgery.